Event description:
The customer reported that the insulin pump alarmed no delivery while she was rewinding her insulin pump and noticed that the drive support cap was sticking out. The customer stated that she attempted to push it back in. The blood glucose reading was 177mg/dl. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with protruded/loose drive support disk. Further testing could not be performed due to the protruded/loose drive support disk.